Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found the unit had a failure associated with calibration and also had a cable failure. These issues were resolved by reconnecting the rem cable and calibrating the rem. It was reported that the device had an unknown return electrode monitoring(rem) issue. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the unit had a return electrode monitoring (rem) abnormality warning. There was no patient involvement.